Event description:
Patient most likely was experiencing oversensing on lead wires, which resulted in up to 18 painful shocks prior to transfer to our facility for removal of implantable cardioverter defibrillator sprint fidelis lead. Explanted as defective product and on a recall. ====================== manufacturer response for lead wire, sprint fidelis======================not known